Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID: 4351, serial#: unknown, implanted: (B)(6) 2019, product type: lead. Product ID: 4351, serial/lot #: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a manufacturer representative regarding a patient with an implantable neurostimulator (ins). It was reported that one lead was loosely fixed to the device. Actions taken included repositioning the lead. The outcome of the event was unknown. No further complications were reported/anticipated.